Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 02-jul-2020, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving morphine 4 mg/ml at 5.228 mg/day via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2019 it was reported that the patient was in the hospital for 3 weeks trying to figure out ¿sc¿ (spinal cord) injury that happened after the pump was placed. The patient then went to a rehab facility. Six weeks after implant the patient kept falling at home, legs were weak, and was ¿pushing when urinating¿. This had started mid-october. Per the patient¿s spouse, the physicians were saying the patient has an infection in his spinal cord causing inflammation but it didn¿t make sense to take out the pump. They did a spinal biopsy and spinal tap. No further information was provided. No further complications were reported regarding the event.